Event description:
It was reported that during an intravascular procedure, the gauge of the inflation device did not work. It showed atmospheric reduction; however, the balloon did not deflate and eventually ruptured. Patient status is listed as "okay".